Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under sensing. It was noted that an episode ended prematurely due to the atrial under sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.